Manufacturer narrative:
Code is being used as the pt code to report the non-specific cardiac injury for which there is no code. This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced several cardiac injuries and/or related symptoms over a period of three months. The plaintiff's attorney also alleged that the pt experienced several cardiac arrests in the last month of this three month period and subsequently expired in that same month. These allegations were allegedly caused by the product which was administered to the pt for dialysis treatment.